Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the customer understood.